Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve was broken. It was initially reported by the customer that the vizigo sheath showed defect in the valve. The customer's reported valve defect issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-oct-2025, additional information was received indicating the hemostatic valve dislocated during the insertion of a mapping catheter. The hemostatic valve appeared broken/cracked. It did not dislodge into the hub or outside of the hub. The brim cap and the hub did not detach from the vizigo. The sheath was being used on the patient at the time of incident but no air entered the patient. About 5ml of blood loss occurred. Based on the additional information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device lot number 00002847 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).